Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a blank display. Customer reported the battery did not last for more than one week on the insulin pump. It was also reported the insulin pump would power off in the middle of the night. Customer also reported they did not perform excessive button pressing and the backlight was not used frequently. Customer's blood glucose was unknown. The customer also declined to troubleshoot for a bad battery alert. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.